Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was unknown. The customer reported that the insulin pump also alarmed other errors that indicated that the motor position encoder experienced an error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test was not performed and motor position encoder error alarm, motion sensor test failure alarms were not verified due motor error alarm. The device had minor scratches on the display window and cracked reservoir tube lip.